Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Additional information was requested, distributor provided narrative from doctor stating, "'when I tried to insert it, it was too soft, so I removed it/stopped inserting it." Implying patient contact. Surgeon was able to continue with another device, no patient deterioration. Device was requested but not yet returned. An addendum will be provided if the device is returned.

Event description:
Distributor reported, "too soft when inserting it."

Manufacturer narrative:
Device was returned and underwent visual inspection and evaluation. Device appears undamaged, no issues found during evaluation. The reported issue of "too soft when inserting it" could not be confirmed.